Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿bending or fracture of the implant.¿

Event description:
It was reported that patient underwent a hip arthroscopic procedure on (B)(6) 2015. Subsequently, the anchor inserter tip fractured during the procedure. The fractured tip was retained by the patient. The anchor was successfully inserted, and no additional device was required to complete the procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of the device found the anchor inserter had fractured as stated in the complaint. Product likely failed due to misuse, the device most likely experienced excessive force at angle when the surgeon was trying to implant the anchor. The excessive force would cause the tip to break off if it was not aligned properly with the drilled hole at the time of insertion.